Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that a cartridge change error occurred. Customer's blood glucose displayed "high" on the continuous glucose monitor. Elevated bg was addressed with a bolus via the pump. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer and continue troubleshooting, but no response was received.